Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system generated error 23907, and the customer was able to recover several times before ultimately disabling arm 1 and completing the procedure using three arms. A log review was performed, which showed repeated 23907 kinematic motor errors originating from arm1. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis (fa) and the reported 23907 error was confirmed but not replicated. In lighthouse logs, 23907 errors were found, indicating an issue with the imu sensor occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. Fa attempted to run imu test multiple times but couldn't reproduce the error. The unit was then installed onto a golden system and functioned as expected. Since imu sensor is a part of axes controller spar (acs)2 printed circuit assembly (pca). Fa identifies acs2 pca to be the potential root cause of the reported event.